Event description:
Laser malfunction and inability to complete the case. Two fibers attempted, continued failure. Fiber (mfg. For omniguide) failure - procedure ended. No injury to patient. Replacement laser and fibers obtained and procedure completed the same day.